Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4109 and 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The product was returned and per visual inspection, piece of a fractured screw (reported device) was identified inside the implant (concomitant device). Based on the evaluation, device malfunction (fracture) had occurred for the screw. The fractured screw was stuck inside the implants drive feature. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR and complaint history review could not be performed for unknown lb screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Functional testing couldn't be performed because the screw was fractured. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. During follow up with the customer it was reported that the screw was also fractured. The following sections are being reported: b4: date of this report was updated. B5: describe event or problem was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: device code(s) 1260 was added. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During follow up with the customer it was reported that the screw was also fractured.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported by the customer that the unknown 3i screw had stripped internal screw threads that required the implant to be removed. Tooth #13.